Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: review of the black box data and alarm history revealed several call service alarms (088); however, there were no records of the other alleged call service alarms (052/054). On examination, there was moisture corrosion noted on the display screen inside the pump. A leak test revealed moisture leakage into the pump at the case seal. On investigation, the pump powered on normally. Unrelated to the original complaint, the ok button was unresponsive, which prevented adequate investigation of the call service alarm complaints. The keypad cover was noted to be intact without damage. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. The pump was opened for investigation and revealed moisture corrosion inside the pump on a printed circuit board component, the display screen, the continuous glucose monitoring unit and the keypad wire and connector.